Manufacturer narrative:
Additional manufacturing narrative: attempts for the return of the product as well as additional information requests have been made in order to identify the product involved in the reported event. The customer indicated that the product used for this event was discarded and the lot/serial number was not available. If new information is obtained, a follow-up report will be submitted.

Event description:
During a customer visit, a number of issues were described by the healthcare staff, including inaccurate measurements and measurement drop-outs. The following issues were described by the clinical staff: ¿pickup is about the same as the old sensor ¿ not any faster especially in the dr¿ I had a patient who had 3 stars [ge monitor], on room air, is pink, but the sats were 70% - they just don't match the patient condition¿" "we question the validity of the value. Some patients are admitted to nicu instead of the nursery because of it¿" "babies are coming to triage at term and are forever sitting at 92-93% and we?ve never had that before." "We are keeping patients in the nicu due to poor readings." "I had a situation where it took 10 minutes to pick up even with rotating sensor sites. It?s sensitive to motion. If a baby flexes his foot, the numbers drop off. Sometimes the quality is 1 star, sometimes not." "Any movement causes lost tracing."